Event description:
It was reported that, while attempting to insert and position the trans ray plus 7.5fr 35cc intra aortic balloon (iab), catheter through the thigh, it could not advance to the correct position. The catheter was kinked, so a new trp35 was inserted through the opposite thigh and was able to be positioned correctly, allowing treatment to begin. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).